Event description:
It was reported that during an unknown procedure, the doctor fired four clips before he put it into the patient's body cavity. He found the clips were not in the correct path. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Overtwisted jaws. Evaluation summary: the er420 instrument (a) was returned with the jaws overtwisted. The instrument was cycled, fed, and formed 5 conforming clips and ejected 7 clips due to the condition of the jaws. In addition the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The er420 instrument (a) was returned with the jaws overtwisted. The instrument was cycled, fed, and formed 9 conforming clips and ejected 7 clips due to the condition of the jaws. The instrument lock out was functional. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.